Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Additional 510(k) numbers are k011028 and k013227.

Event description:
It was reported that during the attempt to place the implant, it was inserted into the sinus area requiring removal. Site was grafted. Tooth #4.

Manufacturer narrative:
An impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. The returned device was measured with a caliper (caliper ID: (B)(4) due: sep 2, 2022) and verified to match DHR drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth #4 and was used same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9-10/19) information identified: contraindications, warnings, precautions, breakage. DHR review: DHR review was completed for the subject lot number (1251891). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1251891) for similar event and no other complaint was identified. Review completed utilizing keywords: perforated sinus. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur, and the reported event was non-verifiable.

Event description:
There is no update to the original complaint description provided.